Event description:
The customer called technical support (ts) reporting that the device was alarming, and they could not clear the alarms. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device to use on the patient. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Reviewed the event log and found several low-pressure alarms then high and low tidal volume alarms. Operated unit at known settings and operated as expected with no alarms. The customer is going to perform a full performance verification test (pvt) and will address any issues found before returning to service. Customer called back and stated that he performed a full pvt and found the o2 mix accuracy test out of tolerance at 100% with a reading of 96.6%. The rse advised replacing the flow sensor assembly. The customer replaced the flow sensor assembly to resolve the reported issue. The device passed the required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications.